Event description:
Pt complained of aches and pains, dry mouth, breast hardness, painful breasts, fatigue, swelling of hands and feet, unusual hair loss, shortness of breath, and capsular contracture. Implant date: 11/12/76.